Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system. During impaction of the cup the impaction platform broke in half. All of the pieces were found and the cup was fully impacted.

Manufacturer narrative:
Reported event: during impaction of the cup the impaction platform broke in half. All of the pieces were found and the cup was fully impacted. Device evaluation and results: visual inspection: visual inspection confirms the shell impaction platform, p/n 206270, lot 45021215 was broken in half. See attachment 1 for an image of the instrument. Dimensional inspection: dimensional inspection was not completed because visual inspection clearly shows the failure of the device. Functional inspection: functional inspection was not completed because visual inspection clearly shows the failure of the device history review: review of device history records indicate (B)(4) devices were accepted into final stock on 12/21/2015 with no reported discrepancies. Complaint history review: a review of complaints related to p/n 206270, l/n 45021215 shows 2 complaint related to the failure in this investigation. Pr 1365422 and 1494802 conclusions: alleged failure confirmed. The shell impaction platform, p/n 206270, lot 45021215 was broken in half. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system. During impaction of the cup the impaction platform broke in half. All of the pieces were found and the cup was fully impacted.